Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not priming the patient line completely before connecting is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are provided step-by-step instruction for properly priming the disposable set. The patient guide warns the user to not connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructed the user to verify that the patient line is properly primed. The patient guide provides step-by-step instruction for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting with the technical service representative (tsr), it was discovered that the patient line was not properly primed before connecting. The tsr assisted the patient in clearing the alarm. The tsr reviewed proper procedure with the home patient (hp). The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.